Manufacturer narrative:
B5 describe event or problem and d6 device codes: corrected.

Event description:
It was reported that catheter issue occurred. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip detached. A second device of the same model was used, but its tip also detached. The procedure was completed with another of same device. No complications were reported, and the patient was stable. However, media provided by the customer showed a loose retainer clip and the returned device confirmed the issue was with the retainer clip in the hub and not with the tip.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip detached. A second device of the same model was used, but its tip also detached. The procedure was completed with another of same device. No complications were reported, and the patient was stable.

Event description:
It was reported that catheter issue occurred. The 98% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip detached. A second device of the same model was used, but its tip also detached. The procedure was completed with another of same device. No complications were reported, and the patient was stable. However, media provided by the customer showed a loose retainer clip and the returned device confirmed the issue was with the retainer clip in the hub and not with the tip.

Manufacturer narrative:
Investigation results: media review: media provided by the customer showed the device with the imaging core outside due to a retainer clip loose. Device analysis findings: the device was returned for analysis. Visual inspection revealed that the retainer clip was loose. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. In this case, the device was returned for product analysis; however, it was not possible to identify the probable cause of the loosen retainer clip. This issue does not present a new or unanticipated risk per risk management.